Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient has a loose press-fit gmrs stem.

Manufacturer narrative:
An event regarding loosening involving an unknown gmrs stem was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who rejected for medical review. X-rays are consistent with loosening however cannot confirm; need operative reports, clinical history, dated serial x-rays, patient demographics. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that press-fit gmrs stem that is loose and revision surgery date is to be determined. The provided medical information was submitted to a consulting clinician who rejected for medical review. X-rays are consistent with loosening however cannot confirm; need operative reports, clinical history, dated serial x-rays, patient demographics. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that a patient has a loose press-fit gmrs stem.